Event description:
While the surgeon was inflating the preperitoneal distention balloon, the balloon burst into pieces. Part of the balloon came out with the set, & 1 piece of balloon was retrieved during the procedure.